Event description:
I want to know why titanium screws broke? Original posterior lumbar intervertebral fusion l3-s1 on (B)(6) 2012. Pushing not lifting snow, (B)(6) 2017, felt pops in low back. Continued pain prompted dr appt, x-ray on (B)(6) 2017. Found 2 fractured/ broken pedicle screws at s1 (lanx silverton 7.5 mm pedicle screws) and pseudoarthritis (fusion failure) (lanx 11 mm peek intervertebral body spacing device). Referred back to neurosurgeon for evaluation. I had CT, MRI to confirm findings. Affected my walking, standing, sitting, getting up, sitting down, sleeping, movement every day. Continued excruciating pain prompted discussion of surgical intervention. Corrective surgery was performed (B)(6) 2017 - revision of posterior of lumbar intervertebral fusion l5-s1 with extension to iliac. Time delay was due to trying to accrue more paid time off for the operative recovery period. Had to get injections for pain to get thru (B)(6). Surgery removal/replacement of broken hardware at l5-s1, brought immediate relief of pain that had been occurring. I have the hardware. I would like answers. I would like to talk to an attorney.